Manufacturer narrative:
Sample information was not provided. No sample issues were noted. Qc results revealed insufficient reagent flag on (B)(6) 2011 for several cartridge chemistries. Qc results were within specifications. A bci field service engineer (fse) visited the customer for ion-selective electrode (ise) imprecision and replaced the cap piercer peri-pump tube and wick. The system is operating properly.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low cartridge chemistry (cc) results generated on the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The customer did not provide patient results. Several cc were reported results of 1 or 2 units.